Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s} was reviewed and passed 100% inspection. An actual sample was returned for investigation. Visual examination then was conducted on the returned sample and it was noticed that there is a clamp mark found on the shaft area approximately at the point of 220mm which is measured from the tip end. Further observation also was noticed there are black marks inside the inflation airline which could be seen through the shaft of returned catheter that formed at a few points. The funnel segment then was inflated with air by using 10ml luer tip syringe and noticed the inflation funnel part was blow up. This shows the lumen at the clamp marks area was already collapsed and caused a blockage inside the lumen. Based on analysis conducted, it was showed the catheter had been clamped during procedure which caused the lumen at the clamp to become collapsed as foley catheter has made from 100% natural rubber which is soft and flexible. Any clamping action is not allowed for this product. If necessary, the tools such as catheter valve or catheter plug should be used as it can be inserted into the end of foley catheter to prevent drainage flow without creating any defects to the airline. Rusch gold pediatric should be used for drainage out the urine from bladder through transurethral for pediatric patient. Any misuse of product also may lead to non-deflation issue. Furthermore, the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Thus, it had been stated in IFU (instruction for use) that latex product should be inflated by using the sterile water only and the balloon also should be deflated in a way of gentle aspiration of syringe without any force. Prior to deflation, ensure the foley catheter is positioned well for better balloon deflation. Proper procedure should be followed in order to reduce patient risk. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint could not be confirmed.

Event description:
It was reported that there was another incident on during a distal colonogram procedures regarding a defective foley balloon catheter. Before the procedure, the resident tested the catheter to ensure that it was not defective. After the procedure, the resident doctor was unable to deflate the catheter, it was stuck inside the patient. It was pulled out the anus of the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was another incident on during a distal colonogram procedures regarding a defective foley balloon catheter. Before the procedure, the resident tested the catheter to ensure that it was not defective. After the procedure, the resident doctor was unable to deflate the catheter, it was stuck inside the patient. It was pulled out the anus of the patient.